Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported issue.  The device's readiness display showed "ok" and the device powered on, charged and shocked when prompted.  The voltage of the hybrid layer capacitor (hlc) batteries was measured and no discrepancies were observed.  A review of the device's electronic memory also did not indicate that a depletion of the internal hlc batteries had occurred.  The cause of the reported issue could not be determined.  The customer was provided with a replacement device.